Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump. Subsequently, the pump was unresponsive. The customer's blood glucose level was 341 mg/dl. The customer administered a manual injection. The customer connected the pump to a power source to charge and the pump reportedly turned on after 30 minutes. Reportedly, the customer has manual injections available as alternate insulin therapy.